Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.1 (finger stick). Pt was given 2 doses of lovenox. Date: (B)(6) 2012, lab: 4.9 (venous). Pt self tester was put on a new diuretic and osteoporosis medication last week. (Names not known at time of call). Caller has been using the inratio meter for over a year and has received expected results from this box of strips in the past.